Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, several unsuccessful attempts were made to dissociate the trunnion adapter sleeve from the femoral component resulting in a small fracture of the greater trochanter. An extended trochanteric osteotomy was performed to remove the stem. A new stem was placed without complication, and the fractures were secured with a plate and cables. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed a revision occurred on an unknown date due to metal related complications. During the revision, there were failed attempts to remove the adapter sleeve from the stem, resulting in a fracture. The stem was removed and a new zimmer stem was placed. The fracture was secured with cables and a plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.